Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician indicated the guidewire or the stylet broke and there is a piece floating around in the patient's heart. No further patient complications have been reported as a result of this event.